Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses when the left breast prosthesis ruptured after implantation. The patient fell very hard on her chest. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. In addition, the patient reported feeling discomfort in both of her breasts. As a result, the patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2019. The explanted breast prosthesis was replaced with a mentor memorygel breast implant 325cc gel breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.